Event description:
According to the reporter, during a laparoscopic appendectomy procedure, while ligating the appendix, the device¿s thread broke. A new device was used in order to complete the case. No patient injury.